Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A filament issue was reported with the use of the abbott diabetes care (adc) device, as the applicator needle became stuck in the customer¿s skin during sensor application, resulting in pain and bleeding. The caregiver manually removed the device. There was no report of death or permanent injury associated with this event.